Manufacturer narrative:
A visual examination of the device revealed the thermoformed tubing to have separated at the distal end of the barbed connector. The distal portion of the thermoformed tubing was not returned. The proximal portion of the thermoformed tubing was stretched and torn. The thermoformed tubing presented evidence of being grasped by a serrated device such as hemostats and also cut. The tubing appears to have failed while undergoing tensile stress. The transition area between domed peg tubing and the thermoformed tubing was without issue. No defects were noted with the domed peg tubing. The condition of the returned unit was consistent with the complaint incident that the tubing broke. A physical evaluation of the device revealed the thermoformed tubing to have separated while undergoing a tensile load. It is possible there was resistance met during placement. Therefore the most probable root cause is operational context. A review of the device history record was performed for lot 13743724 and revealed no issues related to this complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the tube broke near the internal bumper. Nothing fell inside the statement. It was reported that the tube was under extreme pressure when it broke however, it is unknown what the cause was and the physician did not state anything out of the ordinary happened when placing the device. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the tube broke near the internal bumper. Nothing fell inside the statement. It was reported that the tube was under extreme pressure when it broke however, it is unknown what the cause was and the physician did not state anything out of the ordinary happened when placing the device. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.